Event description:
It was reported that the patient was enrolled in the rezum vapeur rct study on (B)(6) 2024. On (B)(6) 2024, the patient's urinary tract infection (uti) status was negative, and hematuria was not present. The patient underwent a water vapor therapy procedure on (B)(6) 2024 under anesthesia. The patient was also prescribed prophylactic antibiotics. The patient received (B)(4) treatments in the right lobe, (B)(4) treatments in the left lobe, and (B)(4) lobes in the median lobe. During the procedure, there were no adverse events or device malfunctions. The procedure was completed without complications. The patient was discharged with an indwelling catheter which was removed by a nurse at the patient's home on (B)(6) 2024. On (B)(6) 2024, 7 days after the procedure, the patient experienced urinary retention. The patient used a straight catheter to drain his urine through (B)(6) 2024. On (B)(6) 2024, the patient was then hospitalized. Due to the patient not having a resumption of urination, the patient was admitted to hospital on (B)(6) 2024 and underwent a prostate laser vaporization procedure. The patient was then discharged on (B)(6) 2024. The outcome of the urinary retention was noted as recovering/resolving.

Event description:
It was reported that the patient was enrolled in the rezum vapeur rct study on (B)(6) 2024. On (B)(6) 2024, the patient's urinary tract infection (uti) status was negative, and hematuria was not present. The patient underwent a water vapor therapy procedure on (B)(6) 2024 under anesthesia. The patient was also prescribed prophylactic antibiotics. The patient received three treatments in the right lobe, three treatments in the left lobe, and two lobes in the median lobe. During the procedure, there were no adverse events or device malfunctions. The procedure was completed without complications. The patient was discharged with an indwelling catheter which was removed by a nurse at the patient's home on (B)(6) 2024. On (B)(6) 2024, 15 days after the procedure, the patient presented with urinary retention. The outcome of the event was noted as recovering/resolving.

Event description:
It was reported that the patient was enrolled in the rezum vapeur rct study on (B)(6) 2024. On (B)(6) 2024, the patient's urinary tract infection (uti) status was negative, and hematuria was not present. The patient underwent a water vapor therapy procedure on (B)(6) 2024 under anesthesia. The patient was also prescribed prophylactic antibiotics. The patient received three treatments in the right lobe, three treatments in the left lobe, and two lobes in the median lobe. During the procedure, there were no adverse events or device malfunctions. The procedure was completed without complications. The patient was discharged with an indwelling catheter which was removed by a nurse at the patient's home on (B)(6) 2024. On (B)(6) 2024, 7 days after the procedure, the patient experienced urinary retention. The patient used a straight catheter to drain his urine through (B)(6) 2024. On (B)(6) 2024, the patient was then hospitalized. A new catheter was also placed from (B)(6) 2024. Due to the patient not having a resumption of urination, the patient was admitted to hospital on (B)(6) 2024 and underwent a prostate laser vaporization procedure. The patient was then discharged on (B)(6) 2024. The outcome of the urinary retention was noted as resolved.

Manufacturer narrative:
Corrected information provided in d10 concomitant product/therapy.

Event description:
It was reported that the patient was enrolled in the rezum vapeur rct study on (B)(6) 2024. On (B)(6) 2024, the patient's urinary tract infection (uti) status was negative, and hematuria was not present. The patient underwent a water vapor therapy procedure on (B)(6) 2024 under anesthesia. The patient was also prescribed prophylactic antibiotics. The patient received three treatments in the right lobe, three treatments in the left lobe, and two lobes in the median lobe. During the procedure, there were no adverse events or device malfunctions. The procedure was completed without complications. The patient was discharged with an indwelling catheter which was removed by a nurse at the patient's home on (B)(6) 2024. On (B)(6) 2024, 7 days after the procedure, the patient experienced urinary retention. The patient used a straight catheter to drain his urine through (B)(6) 2024. On (B)(6) 2024, the patient was then hospitalized. Due to the patient not having a resumption of urination, the patient was admitted to hospital on (B)(6) 2024 and underwent a prostate laser vaporization procedure. The patient was then discharged on (B)(6) 2024. The outcome of the urinary retention was noted as resolved.

Manufacturer narrative:
Corrected information provided in d10 concomitant product/therapy.